Event description:
The hospital reported that during a graft replacement of an abdominal aortic aneurysm, the hospital staff placed the 16x8 mm 40cm hemashield platinum wdv bif onto the sterile field upon opening the outer pouch of the package. The surgeon continued the procedure without noticing that the non-sterile package, the inner pouch, was put on the sterile field. The staff noticed this during anastomosis and the surgeon decided to replace the product with another hemashield graft. Although the time of the surgery was prolonged, additional procedure against infection control was done to complete the surgery without further issues. The hospital did not report any pt effects. The product was discarded at the hospital.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).